Manufacturer narrative:
Results: one used sample without packaging and two photos were received for evaluation. A visual inspection of the device and photos revealed the unit consisted of the completely activated safety portion of the device. A review of the device history record revealed no irregularities during the manufacture of the reported lot #4210882. A manufacturing review revealed that no equipment, instrument, process, or surfaces could have caused the customer's indicated failure mode. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that after successful venipuncture with a 18 g x 1.00 in. Bd saf-t-intima¿ IV catheter safety system, the safety mechanism failed to function properly and blood leaked through the prn when withdrawing the needle. There was blood exposure to the bare skin of the nurse but no infectious disease was involved and the nurse did not receive any medical interventions.